Event description:
Information received from the article: mcauliffe et al. Immediate and midterm results following treatment of unruptured intracranial aneurysms with the pipeline embolization device. Am j neuroradiol 33:164-70 jan 2012. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. The 54 patients (mean age 58, 44 females) with 57 aneurysms were treated with pipelines. Mechanical complications occurred in two cases. A poorly opened pipeline required angioplasty to achieve full wall apposition. In another case, there was persistent filling of the aneurysm and required balloon angioplasty with a hyperglide at eleven months post procedure with mild improvement in appearance. Same event as MDR# 2029214-2015-00272.

Manufacturer narrative:
Updating report to include: there is a caution in the pipeline IFU (instructions for use) that states: the presence of other indwelling endovascular stents may interfere with proper deployment and function of the ped. (B)(4).

Manufacturer narrative:
The report was created to capture the mechanical complications of the devices. The information was received from the article: information received from the article: mcauliffe et al. Immediate and midterm results following treatment of unruptured intracranial aneurysms with the pipeline embolization device. Am j neuroradiol 33:164-70 jan 2012. Http://dx.doi.org/10.3174/ajnr.a2727. The lot history record review was not possible as the lot number was not reported. The devices will not be returned for evaluation as they were implanted in the patient. (B)(4).